Event description:
While the doctor was performing a robitically assisted laprascopic supracervical hysterectomy and was coagulating with the storz brucker/messroghli supraloop, the loop broke in two at the coagulation juncture. The surgeon inspected the device and there was no damage to the patient and there were no pieces of the loop left behind.

Event description:
While the doctor was performing a robitically assisted laprascopic supracervical hysterectomy and was coagulating with the storz brucker/messroghli supraloop, the loop broke in two at the coagulation juncture. The surgeon inspected the device and there was no damage to the patient and there was no pieces of the loop left behind.